Event description:
Reportable based on analysis completed on 26feb2015. It was reported that fluid leak occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 26 encore balloon catheter inflation device was selected for use. During preparation, it was noted that water leaked from the tube. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed the gauge reads inaccurately.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned with a stopcock which was not attached to the flexcil line. Visual examination observed a media in the flexcil line. The gauge needle was at 0atm. The device locking mechanism test was performed and no issues were noted. However, the gauge of the returned device did not return to 0atm when pressure was released during functional analysis. Therefore a test gauge was used to complete the functional analysis and the unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).